Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the serial number was provided and a DHR review is planned. The results will be submitted as they become available.

Event description:
A patient reported their dds recommended they cease aligner treatment due to the patient's overbite.